Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient leaned too far they received little shocks going all over the place. They then clarified and stated that by "shocks" they meant normal stimulation sensation and reported it didn't hurt but "got kind of crazy" and they felt the stimulation sensation all over their body. They reported they only noticed this when they went to the dentist and leaned back in the chair. No further complications reported.